Event description:
During an incident on an unknown day involving male patient with a possible overdose, this defibrillator was being used to monitor with hewlett pacard monitoring pads and the unit powered off by itself 3 times. The custoemr stated he believes the unit never reached analyze. The patient was transported to a hospital alive with chest pains. The defibrillator was tested back at the station; it displayed a keyboard service message and did not record a strip.